Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly and we have not received any other similar complaints from this batch. As the device remains implanted, lenstec was unable to perform a more thorough investigation into this complaint. Additionally, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Lenstec can also confirm that we have never had any confirmed lens-related cases of clouding, discolouration or opacification for our hema lenses. The assessment of the case by lenstec's medical monitor states the most likely explanation of the event was the long acting intraocular gas treatment for the retinal detachment along with the inferior haptic location misalignment.

Event description:
Lenstec inc. Received an e-mail stating that "the doctor saw a patient who is several years post op with an hdo. She has developed diffuse crystalline deposits deep inside the lens optic. The doctor noted that the opacities are patchy with some clear areas. Her vision is 20/20 but she has significant glare symptoms. He told the patient that the risks currently outweigh the benefits of removing the lens at this time unless the symptoms worsen. The patient agreed.."